Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (nonfunctional response buttons) was confirmed. Upon investigation, the rear response button was not functional. The cause for the failure was that the rear response button was covered in glue. The root cause of the non-functional response button could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.